Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a previous outflow graft revision in (B)(6) 2023 (2916596-2023-01426). The patient came to the emergency room (ER) after going unresponsive when they were out with their wife. Upon interrogation, the patient had a pump stop that lasted 3 seconds. The patient was currently stable. The log files were reviewed and captured a pump stop due to a system controller reset on (B)(6)2024. It appeared that this was caused by electrostatic discharge (esd). The pump is designed to automatically reset when subjected to high esd. The pump was seen to be off 4-5 seconds. It was confirmed that the patient's wife witnessed the alarms. The patient could not correlate this to exposure to excessive esd. The system controller was exchanged and this allowed for the opportunity to upgrade from software version 1.6 to 1.7. The system controller was returned to investigate the esd that was causing the pump stops.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The customer reported that the patient became unresponsive while out with their spouse. Review of the submitted log files under the controller investigation (2916596-2024-06834) revealed an unexpected controller reset that resulted in a brief pump stop. The pump resumed normal operation following the pump stop and appeared to be functioning as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.